Event description:
Event description cpi received information that during a replacement, this transvenous defibrillation lead showed an impedance of 98 ohms. After a second test shock, an open lead was noticed. Lead measurements indicate a rupture on the way to the distal shock coil. A new guidant lead was successfully implanted.